Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: isi received the pcs instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. No conductor wire damage was found. The instrument was also found to have thermal damage on the distal and proximal clevis. The distal clevis ear was cut off to inspect the conductor wire. The conductor wire did not exhibit weld damage. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.027¿ ¿ 0.324¿ in length and were not aligned with the tube axis. The root cause of these failures is typically attributed to mishandling. The procedure was a tongue base resection - malignant.

Manufacturer narrative:
Isi has not received the pcs instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Event verification: a review of the instrument log was performed. Per the review, the following was confirmed: device material, lot#/serial #, and event date. The instrument was last used on (B)(4) 2021 on system (B)(4). The instrument had 4 uses remaining after the last use. A review of the site's complaint history did not identify any other complaints related to this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the pcs instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. There was no report of patient harm, injury or adverse outcome due to the event. However, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery spatula (pcs) instrument was found to be burnt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon on (B)(6) 2021 and obtained the following additional information: the pcs instrument was inspected prior to use and it was "partially bare on its upper part." There was no arcing observed during the procedure. No patient information was provided. A post-operative test was performed and there were no major modifications made compared to the expected and usual result.